Manufacturer narrative:
Additional information: b5, d10, h6 (health effect - clinical code). Internal complaint reference: (B)(4).

Event description:
It was reported that, after tka revision surgery that had been performed on unknown date, the patient had a subsequent revision surgery on (B)(6) 2024 in which the patient switched to a fully coupled prosthesis and one (1) lgn pressfit stem 14mm x 160mm; one (1) lgn pressfit stem 12mm x 120mm; two (2) lgn offset coupler 4mm; two (2) lgn hk dis fem wdg sz4 5mm; one (1) lgn hk fem assembly sz 4 rt; one (1) legion hk 11mm bolt - sleeve; one (1) legion hk gd motion isrt 11mm sz 4-5 rt; one (1) legion hk tibial base sz 4 right; and one (1) lgn offset coupler 4mm were implanted. Over the past few weeks, the patient has experienced joint instability, with backward shifting and lateral play. According to the x-rays, loosening can be ruled out. This adverse event will be treated by subsequent revision surgery schedule for (B)(6) 2025. The current health status of the patient is walking with pain, the knee is unstable and also swollen.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, x-ray images dated (B)(6) 2024 appear to show some bone cement fragmentation at the tibial stem tip as well as some radiolucency around the tibial stem. The operative report from (B)(6) 2024, was also provided for review and notes, existing bone defect, osteophytes, and degenerative soft tissue. The clinical root cause for the reported instability, pain, and swelling could not be determined, however; the patient¿s medical history, including the initial knee injury and 24 other procedures, should not be ruled out as likely contributory factors. It cannot be concluded that the reported event is related to a malperformance of the implant. The patient impact is determined to be the planned revision surgery for (B)(6) 2025, and a brief post-operative recovery phase would be anticipated. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Also, warnings and precautions states that the patient should be warned of surgical risks and made aware of possible adverse effects. The patient should be warned that the implant can become damaged as a result of strenuous activity or trauma. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after tka surgery that had been performed two years ago, the patient had a revision surgery on (B)(6) 2024 in which one (1) lgn pressfit stem 14mm x 160mm; two (2) lgn offset coupler 4mm; one (1) lgn hk dis fem wdg sz4 5mm; one (1) lgn hk fem assembly sz 4 rt; one (1) legion hk 11mm bolt - sleeve; one (1) legion hk gd motion isrt 11mm sz 4-5 rt; one (1) legion hk tibial base sz 4 right; and one (1) lgn offset coupler 4mm were implanted. For the past weeks, the patient experienced joint instability, it shifts backward and also has lateral play. The patient has not suffered any falls or other external influences. According to the x-rays, loosening can be ruled out. This adverse event will be treated by another revision surgery that is being planned. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.